Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test and displacement test due to blank display. Also, received with moisture damage inside of the battery tube, on the motor and force sensor. No moisture damage was found on the keypad assembly. No cracked lcd glass or cracked lcd display window noted. Pump received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a blank display . The customer¿s blood glucose level was unknown. Customer stated that they had a received the screen was cracked and scratched. The insulin pump will be returned for analysis.